Event description:
The article, "permanent pacemaker implantation after tavi and its association with survival: single-center cohort and nationwide validation", was reviewed. This research article is a prospective single-center experience to evaluate the association between pacemaker (pm) implantation and all-cause mortality in transcatheter aortic valve implantation (tavi) recipients. The devices included in this study were edwards sapien 3, edwards sapien 3 ultra, edwards sapien xt, portico valve, evolut r, evolut pro+, lotus edge, and allegra. The article concluded that post-pm status was not associated with mortality at 1 or 5 years. By contrast, pre-pm identified patients at higher long-term risk, possibly reflecting underlying cardiac disease. [The primary and corresponding author was gudrun lamm, department of internal medicine 3, university hospital st. Pölten-noe lga, karl landsteiner university, 3100 st. Pölten, austria, with corresponding e-mail: gudrun.lamm@stpoelten.lknoe.at.] This study included tavi patients that had a pre-existing pm, and received a new pm from 01 january 2016 to 31 december 2020. A total of 1114 patients were included in the study, of which 6.8% (76) received an abbott device. The average age of the no pacemaker group is 80 years. The average age of the post-pacemaker group was 81.9 years. The average age of the pre-pacemaker group was 82.5 years. The majority gender was male. Comorbidities included diabetes mellitus, coronary artery disease, pulmonary artery disease, atrial fibrillation, right bundle branch block, left bundle branch block, and left anterior hemiblock.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, coronary artery disease, pulmonary artery disease, atrial fibrillation, right bundle branch block, left bundle branch block, and left anterior hemiblock. Complications reported included cardiac arrest, perforation, heart block, surgical intervention (permanent pacemaker), unexpected medical intervention (post-balloon aortic valvuloplasty); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: permanent pacemaker implantation after tavi and its association with survival: single-center cohort and nationwide validation. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.